Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the carelink reports were inaccurate and had not shown the correct information. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer continued the use of the application and it will not be returned for analysis.

Manufacturer narrative:
Helpline support team reported that user saw discrepancy in the smartguard insulin details between csv and data table reports generated from carelink personal application investigation/testing summary: an attempt was made to replicate the issue by generating the csv and data table reports, and it was observed that the discrepancy between the reports aligns with the system behavior. To delve deeper into the issues, an internal ticket was created for the carelink development team for further investigation. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under """"sw requirement doc. (Most likely) root cause: the most likely root cause is assumed to be a lack of training on the system requirements for the user. Analysis summary: the carelink development team provided the following feedback: the auto basal value in the csv report directly reflects the auto basal value as shown in the pump. However, in the data table report, additional calculations for auto basal are performed, which results in deviations between the values in the two reports. In response to a request from the helpline for further clarification on the calculations being made, we scheduled a meeting and provided the requested information. Helpline also requested additional documentation to provide more detailed information on the system requirement medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.